Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's valve was heavily calcified with severe annular and left ventricular outflow tract (lvot) calcification. The physicians did not use cusp-overlap technique (cot) and the native valve was pre-dilated using an 18 millimeter (mm) non-medtronic balloon (vacs iii). The guidewire was released of pressure during final release and the physician pushed on the delivery catheter system (dcs) during the release. The valve dislodged toward the ascending aorta during the final release. The diastole pressure after release was around 60 millimeters of mercury (mmhg) compared to 50 mmhg before. The left ventricle end diastolic pressure (lvedp) remained low at around 12 mmhg after the release and the aortography showed slight paravalvular leak (pvl). The physician decided not to escalate despite the high implantation. It was noted that the patient had been rapid paced with a frequency of 200 beats per minute (bpm). No additional adverse patient effects were reported.